Event description:
The ligasure handpiece was opened for the physician. When the physician attempted to use the handpiece he stated that the trigger got stuck. A new handpiece was opened to complete the case.